Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited failure to interrogate after multiple trials. It was further noted that the patient was lost on follow-up since (B)(6) 2016. Device replacement was discussed. The patient was fine.